Event description:
Surgeon was performing procedure on right hand and thumb, surgical prep used was betadine scrub and solution. As the surgeon used the cautery, a small flame sparked as the coag setting was used on the layer beneath the skin. The flame was small and there was no harm to the patient noted. The hand piece was taken off the field and the esu was removed from the room. The extremity pack in use was conmed holster with megadyne tip.